Event description:
It was reported that during the implant procedure, the atrial lead exhibited no capture and high impedance. Switching the cables did not resolve the issue. The lead was not used. Another lead was implanted successfully. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).